Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guidewire fractured and separated. The target lesion was located in the posterior descending artery (pda). The pda was ¿extremely tortuous¿. The comet pressure guidewire could not cross the lesion. The wire "snapped in half" outside the guide catheter leaving half of the wire inside the vessel. The physician attempted to snare the remaining wire but was unsuccessful in removing the wire from the vessel. The patient was sent to surgery to remove the wire. The wire was completely removed during surgery. No further complications were reported and the patient¿s current status is fine.